Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical service in the USA inspected pentax model eg-3870utk/serial (B)(4) and confirmed the following: residue in biopsy inlet piece along with other failures. Pentax service replaced the following components: o-rings and seals, us connector cable body, deflector operting wire, fwd body cover imp-1, biopsy inlet piece imp-1, deflector washing socket cylinder, eog valve assy, us connector cable body the device was shipped back to the facility on 08/08/2018.